Manufacturer narrative:
H2. Correction: please note, conclusion code 67, method code 4114, and result code 3221 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the patient was 1.56 meters tall. It was reported that the implant date was (B)(6) 2015 which conflicts with the previously reported implant date of (B)(6) 2015. The physician had stopped their activity at a clinic, so the patient could not find the physician when the problem occurred which was why the patient didn't meet them until (B)(6) 2019. It was noted that this information was provided by the physician.

Manufacturer narrative:
H2. Correction: please note, conclusion code 11, method code 4118, and result code 3233 no longer apply to this report. H3. Analysis of the returned ins (serial #(B)(6)) found that the battery had a reduced capacity due to overdischarge. Visual inspection of the ins did not reveal any significant anomalies. The connector module and shield/can were both visibly scratched. Foreign material was observed in the connector port. There was a cosmetic cut in the access hole adhesive. The grommet and setscrew were visually ok. Initial examination confirmed a no output and no telemetry condition. The ins was in an over discharged condition and a physician recharge mode was required to restore telemetry. One physician mode recharge was needed and after that a normal recharge was performed. A normal recharge was performed at body temperature with a 1cm spacing between the ins and the recharge antenna. No recharge issues were observed. According to the trace report taken from the ins, the last recharge performed while the device was implanted was on (B)(6) 2018 and the battery charged to 3.840 volts. The battery was not recharged for a sufficient length of time so the battery discharged back to the "sleep/lock" mode on (B)(6) 2018. After the ins had been fully recharged it passed functional testing. The ins passed a series of defined and qualified automated functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that recharge was impossible and there was premature depletion. The patient had a problem recharging the ins, but didn't find the physician who had moved to a different facility. When the patient met the physician at the new facility, they forced a recharge, but the patient couldn't recharge the ins anymore when they were at home. It was noted that the patient did not call the manufacturer to have the recharge changed or to look for the problem with a technician, and the physician had not informed the rep about the problem. The physician decided to change the ins because of the pain which had increased. The issue was resolved. The patient was alive with no injury. The issue occurred during normal use. Additional information was received from the rep. It was reported that the first problem with recharging occurred in (B)(6) 2018. The patient had met with the physician on (B)(6) 2019 for the forced recharge.